Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport clearvue slim. During the use, it was noted that flushing did not occur. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using the power port clearvue slim. During the use, it was noted that flushing did not occur. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue slim implantable port was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port was patent to both infusion and aspiration without issue. However, the catheter was not returned, and it is not possible to verify the issue without the catheter though the port was patent to both infusion and aspiration. The investigation is inconclusive for the reported difficult to flush as the catheter was not returned for evaluation, the definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(expiration date, medical device lot, unique identifier (UDI)), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.